Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the controller and stimulator were inactive and sometimes it took a little time to get to 100% and sometimes it took over an hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that pt used the stimulator until they reached 100%. The following night the stimulator usually started at 60% and proceeded to 100% after charging. No matter what they did, now the controller starts at 100% every single night. The other night they unplugged the controller completely and took out the battery, then they put the battery back in and automatically went to 100% again. Agent walked caller through turning stim back on after confirming that was off on the home screen. Pt was in group b, but normally used group c. Pt confirmed controller was at 100% and ins was at 90%. Pt felt stim in their right arm tingling. Pt had been in group c for a while; agent showed pt how to change to group c. Pt confirmed they no longer felt stim and asked if that was normal; agent reviewed information. Pt had a hard time seeing and hearing, and was confused by screens. Agent guided them throughout troubleshooting. The issue was resolved through troubleshooting.